Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? The indication for surgery was an isolated small bowel recurrence of ovarian carcinoma causing partial intestinal obstruction. What surgical procedure was performed? A segmental small bowel resection with primary side-to-side stapled anastomosis was performed. What color setting was selected on the device and what was the sequence of the firings? A blue cartridge was used. The first firing created the side-to-side anastomosis, and the second firing was used to close the common channel. What anatomical structures was the device fired on? The device was fired on healthy small bowel segments proximal and distal to the recurrence, at the level of the ileum. What device was used to create the common channel? A linear stapler with a blue cartridge was used to perform the first firing, creating the common channel between the two bowel loops. What was used to close the common opening? The common enterotomy was closed with a second firing of the linear stapler using a blue cartridge. Were there any issues experienced with the device in the initial surgical procedure? No issues were experienced with the device during the initial procedure. Staple formation appeared regular and hemostatic. Was the device difficult to fire? No, the device fired smoothly without resistance or mechanical concern. How were the post-operative issues identified? Postoperative issues were identified on postoperative day 4 due to the onset of abdominal pain, fever, and elevated inflammatory markers. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No abnormalities in staple formation were noted intraoperatively. During reoperation, a small defect was observed at the intersection of the two staple lines, likely due to local ischemia rather than device malfunction. Was a leak test performed? If so, what type and what was the result? No air leak test was performed during the initial procedure. Was the staple line visualized endoscopically during the initial surgical procedure? No, the staple line was not visualized endoscopically. How was the leak identified? The leak was identified radiologically by a contrast-enhanced CT scan performed on pod 4, showing localized extraluminal contrast adjacent to the anastomosis. What was observed at the site of the leak upon reoperation? At reoperation, a pinpoint defect was identified at the crossing point of the two staple lines, with minimal contamination and mild ischemic changes of the adjacent bowel wall. How was the leak addressed? The anastomosis was resected, and a new stapled side-to-side anastomosis was performed after confirming adequate tissue perfusion. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. The surgeon does not believe the event was related to a device deficiency. The postoperative complication was most likely related to local ischemia in a previously operated field, with fragile bowel tissue, rather than a malfunction of the stapler. Primary op: (B)(6) 2025. Revision date: (B)(6) 2025 leakage identified between (B)(6) 2025 (potentially during night).

Manufacturer narrative:
(B)(4). Date sent 10/24/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Additional information received: they have done 10 procedures using the glc. There are no videos or photos. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a small bowel resection for a patient with ovarian cancer. Three days after surgery, a leak formed at the intersection of the two suture lines, and the patient was re-operated. The patient had a hernia below the resection and therefore the intestine was subjected to greater pressure did the patient require revision surgery or hardware removal? Yes, if yes, date of revision surgery. (B)(6) 2025.